Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a high blood glucose readings and a missing battery cap from the insulin pump. The customer stated that she needed a new battery cap for the pump because it was not tightened correctly and the cap fell off. The customer declined to troubleshoot for high blood glucose readings because it was attributed to the pump not having power because of the missing battery cap. The customer treated the high blood glucose with manual injections, which brought the blood glucose down to 400s mg/dl. The customer will be sent a replacement battery cap.